Event description:
The customer reported that while running a hepatitis core assay summit sample handler, failed to pipette diluent into row a4 and no error message was generated. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.